Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced elevated blood glucose after eating bread without a meal announcement, reaching a peak of 210 mg/dl and remaining above 180 mg/dl for approximately 11 minutes before trending near 186 mg/dl after follow-up. Symptoms included soreness, achiness, and fatigue without need for assistance or medical intervention. Outcomes included continued insulin delivery with elevated basal rates, user monitoring, and no hospitalization. Investigation included review of synced device logs, confirmation of insulin delivery, a manual blood glucose check showing 218 mg/dl, and recommendations to recalibrate and replace the infusion set and cartridge, after which insulin therapy was confirmed resumed. Investigation of this case revealed that hyperglycemia occurred in the context of a missed meal announcement and was addressed through calibration and infusion set and cartridge changes, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was use-related due to missed meal announcement.